Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The act and b buttons responded intermittently due to flattened button dome switches. No unlocked lcd keypad connector noted. The pump had minor scratches on the display window.